Event description:
The customer reports that the dr thinks the output powers were too high, therefore the instrument went through the bladder. The bladder had to be repaired. The biomed indicated that he rec'd conflicting reports on the power settings. The biomed tested the unit and no malfunction was found.